Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Performed a visual inspection of the returned component (40599459100) of the item: 00599403010; lot 64066224 and found it to have the threaded feature fractured off and not returned. Fracture analysis demonstrated that the screw fractured due to torsional overload. Device history record was reviewed and no discrepancies were found. Although the fracture analysis determined the screw fractured due to torsional overload, no surgery detail was provided to confirm if too much torque was applied during the surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the surgeon was attempting to lock in the tibial insert when the locking screw fractured. No adverse events have been reported as a result of the malfunction.